Event description:
It was reported that during a stenting treatment procedure, balloon withdrawal resistance occurred. A 3.0 x 16 mm taxus liberte stent was advanced for treatment and implanted in the right coronary artery . The stent was fully deployed and well apposed. However after the balloon was deflated, resistance was met while withdrawing the balloon from the stent as the balloon was stuck to the stent. The physician made several attempts to withdraw the stent delivery system including an attempt to pull out the whole system to release the balloon. Finally, the physician was able to withdraw the stent delivery system but with difficulty. No patient complications were reported and the patient status is stable.

Event description:
It was further reported that the target lesion was 90% stenosed, moderately calcified and severely tortuous. Pre-dilation was performed. The device had difficulty crossing the lesion. The 3.0x16mm taxus liberte stent was deployed at 8 atms. Post dilation was performed.

Manufacturer narrative:
Additional information: age at time of event, age at time of event (unit), patient sex, weight, weight (unit), describe event or problem. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).